Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained an impact to the head. Subsequently, the patient was treated for abscess, swelling and infection, and upon reactivation experienced pain with stimulation. The issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, october 4th, 2012.

Manufacturer narrative:
This device is not available for analysis. (B)(4).